Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, damaged cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 376 mg/dl. The patient was vomiting and ketones were positive, as well. For treatment, the patient was given anti-nausea medication, diagnostic tests, tylenol, insulin and a saline drip. The pod was worn between 4 and 24 hours on the abdomen. The patient was transferred to the intensive care unit (ICU). The patient reported that the cannula appeared to be damaged. The patient was discharged after 14 hours.